Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 526 mg/dl. The customer attempted to self treat with a correction bolus via the pump and manual dose injection and was assisted by paramedics. The customer went to the emergency room (B)(6) 2022 and was subsequently hospitalized. During hospitalization, the customer was treated with intravenous fluids of saline and insulin. Customer was released on (B)(6) 2022, with issue resolved. Systems check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.